Event description:
An aneurx and talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the bifurcated stent graft was explanted due to the disease continuing at the proximal seal site and there was a proximal type I endoleak present. No other stent grafts were explanted. There was no distal type I endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).